Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer did not mention any form of treatment for the high blood glucose. The customer stated that their infusion set was leaking. The customer was advised to change their infusion set. The customer stated that the issue happened a dozen times. The product was not returned for analysis.